Event description:
It was reported that the patient's s1 drg lead had migrated. Surgical intervention was undertaken on 11oct2023 wherein the patient's migrated lead was explanted, replaced and therapy was restored.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient's s1 lead had migrated. The lead was explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.